Manufacturer narrative:
Medical device cont: evolutr-34-us transcatheter valve, implanted (B)(6) 2017.

Event description:
It was reported that, after the pocket was close, diminished r-wave and p-waves were observed. The right ventricular (rv) and right atrial (ra) leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.